Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging no allegation. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During external and internal inspection, the manufacture usb/micro sd card cover was missing, dust-like contamination and tiny hairs/fibers in the air outlet port and on the outside of it. Air inlet filter had dust-like contamination on it. Pca (printed circuit assembly) had potential excess flux contamination at fb1 and q1. Air inlet baffle had yellowed and had dust-like contamination and tiny hairs/fibers on it along with a black piece of unknown contamination, inconsistent with degrading sound abatement foam. Dust-like contamination and small black unknown pieces of contamination (inconsistent with degrading sound abatement foam) and hairs/fibers in the bottom enclosure and blower box. Manufacturer used a fitt (foam integrity test tool) to probe the sound abatement foam, that was reachable and was not able to confirm the presence of degraded sound abatement foam and visually, the sound abatement foam looked intact and was not able to confirm the complaint. During investigation, 1 error was logged on the device.